Event description:
It was reported that water leaked from the bifurcation area of the funnel after the placement of foley catheter. Cracks were observed. It was unknown when it was cracked. Per follow-up information received from ibc on (B)(6) 2022, stated that the cracks were in bifurcation of the catheter and the water leaks were due to cracks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. Correction: d, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that water leaked from the bifurcation area of the funnel after the placement of foley catheter. Cracks were observed. It was unknown when it was cracked. Per follow-up information received from ibc on (B)(6)-2022, stated that the cracks were in bifurcation of the catheter and the water leaks were due to cracks.